Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, the display screen was dim and difficult to read in the sunlight. The patient reported that there was trauma to the pump and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. A dim and discolored verify screen was observed. Unrelated to the display issue, the ¿up¿ arrow button was responding intermittently and removal of keypad cover found contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.